Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 282 mg/dl while the sensor glucose reading was 173 mg/dl. The customer stated that he went into threshold with sensor glucose of 45 mg/dl and blood glucose of 96 mg/dl. The customer stated that the cannulas have been straight when he removed it. The customer also stated that he had a weak signal when then pump was on. The customer declined to troubleshoot.